Event description:
Customer reported blood glucose results of 379 mg/dl, 276 mg/dl, 180 mg/dl, 165 mg/dl, and 205 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.